Event description:
The customer reported the system was putting all saved images into one patient's file. There is no report of patient injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.